Event description:
Medtronic received a report that the patient had a giant aneurysm in the ophthalmic segment and was treated with coil embolization plus flow-diverting stent implantation. After coil embolization, the flow-diverting stent was successfully delivered into position, and the distal end opened easily for positioning and anchoring. However, after the stent was released to its mid-segment, the middle portion failed to open. Fluoroscopic angle assessment revealed stent twisting. Standard maneuvers were then performed, combining pushing and pulling, and multiple attempts were made to open it, but the result remained unsatisfactory and the stent could not be effectively opened. The support provided by the microcatheter also seemed insufficient, making the procedure very difficult. The stent and microcatheter were therefore replaced, and a new flow-diverting stent was selected and implanted, successfully completing the procedure. The patient had no postoperative complications. There was catheter resistance in the distal section. There was catheter stretch during removal. The stretch was in the distal section. There was force applied during delivery or removal. There was failure to open in the middle section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for flow-diverting dense mesh stent implantation for aneurysm treatment of a saccular, unruptured ophthalmic segment giant aneurysm with a max diameter of 15 mm and a 15 mm neck diameter. The landing zone was 3.23 mm distally and 3.8 mm proximally. The access vessel was the femoral artery. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was dual antiplatelet therapy was within the therapeutic range. The angiographic result post procedure was blood flow was patent, the branch vessels were clearly visualized, and contrast retention was seen in the aneurysm. Ancillary devices include a 6f neuron max guide catheter, and synchro-14 guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232320839); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.